Manufacturer narrative:
Age and date of birth not provided. Sex not provided. Weight not provided. Product not returned to manufacturer.

Event description:
Doctor indicated that the phd01n driver tool fracture while doing the procedure, he was able to use a different driver to complete the procedure.

Manufacturer narrative:
The customer initially reported the tool was fractured. After investigation of the returned device is was verified that there was no fracture of the device. The event that was initially submitted on report MFR - 0001038806-2018-00115 feb 1, 2018 and MDR-0001038806-2018-00115-1 submitted on mar 29, 2018 no longer meets the criteria of a malfunction that would cause or contribute to a death or serious injury if it were to recur based on additional information received from the investigation of the device. Therefore, this would no longer be a reportable event and no further submission will be needed for this device malfunction where a death and or serious injury was not reportedly associated with this event. One narrow hex driver was returned for inspection. The device shows signs of wear consistent with use. The hex tip does not show signs of fracture. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. Complaint alleges the hex driver was fractured during use. The complaint was unconfirmed during inspection. A root cause for the reported complaint could not be determined, as no deficiency was detected following inspection. The following sections were updated: date of this report. Expiration date, UDI: (B)(4). Date received by manufacturer. Follow-up number. Follow up type. Device evaluated by manufacturer: change ¿no¿ to ¿yes.¿ device manufacture date. Evaluation codes. Additional narrative.

Manufacturer narrative:
Device available for evaluation change ¿no¿ to ¿yes¿.